Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Cine and transesophageal echocardiogram (tee) images of the procedure were provided to edwards lifesciences by the facility for internal review. The images were reviewed by an edwards lifesciences¿ physician and the following observations were made: observations: cine · severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, no mitral annulus calcification (mac) · good coaxial alignment of the valve and delivery system · poor image intensifier angle · valve position 55/45, no movement during deployment · no evidence of dye extravasation on images provided · no evidence of pericardial effusion tee · sinus of valsalva (sov) diameter= 2.24cm, aortic valve diameter= 1.87cm, aortic annulus=1.87cm · severe bulky calcification of the non-coronary cusp (ncc) and right coronary cusp (rcc) impressions: risk factors for annular rupture include a narrow, calcified aortic root (sinus of valsalva diameter[sov] ¿aortic annulus diameter =4mm) and significant valve oversizing (=4mm). By tee, the sov diameter=2.24cm and the aortic valve diameter =1.87cm; therefore, obliterated sov was present. Moreover, a 23mm valve was placed in an 1.87cm annulus; significant oversizing was present. Finally, severe bulky calcification of the ncc and rcc was observed. In this case, from the imaging review observations and the information available it appears that a combination of patient and procedural factors may have caused or contributed to the reported annular rupture post valve deployment. The device is not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4).

Event description:
Per the field clinical specialist report, during a transfemoral tavr procedure, post deployment of a 23mm sapien valve there was an aortic valve annular hematoma and a pericardial effusion which were caused by an annular tear between the ncc and lcc due to valve and mitral annular calcification (mac); a pericardiocentesis was performed. Case summary: bav was performed without issue. The 23mm sapien valve was placed across the native annulus in a 50:50 position. Final deployment position was 40:60 ventricular on the non-coronary cusp (ncc), and 20:80 on the left coronary cusp (lcc). Echo assessment revealed no ai despite the low positioning of the valve. The arterial pressure was 75-80 mmhg systolic. The pressure was brought up to 100mmhg systolic to better assess valve function. At that time it was noted on echo that there was a newly formed and growing pericardial effusion. Upon further assessment it was also noted there was an aortic hematoma on the posterior portion. It was determined that a pericardiocentesis should be performed while simultaneous femoral sheath removal and closure took place. Immediately following sheath and conduit removal, protamine was given to reverse the heparin in an attempt to stop the bleeding into the pericardial space. The patient's systolic pressure was 70-80mmhg. Following protamine administration echo assessment revealed the effusion was maintaining in size and a thrombus was now visible. The pressure returned to 110mmhg systolic. It was decided that the patient would remain intubated to reduce patient movement and keep blood pressure low until following day. The patient remained hemodynamically stable throughout assessment and treatment. Per report: the aortic annulus diameter measured 18.9mm by tee; the sinotubular junction diameter measured 23mm. The degree of calcification was considered moderate for the aortic valve leaflets and the aortic root, and the mitral valve annulus was also moderately calcified. There was no ventricular septal hypertrophy noted and left ventricular ejection fraction was reported to be normal. The coaxial alignment of the delivery system and valve was reported to be fair, and the image intensifier angle as good. There were no issues with the pacing capture and the patient¿s ventilation was held during deployment.

Manufacturer narrative:
Investigation of the reported event is ongoing.